Event description:
It was reported that the patient presented to the emergency department with shortness of breath and chest pressure. Review of a remote transmission showed the right ventricular (rv) lead exhibited oversensing of ventricular paced beats on stored episodes of atrial tachycardia/atrial fibrillation (at/af) from the day prior. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.